Event description:
The customer reported blood glucose, carbohydrate intake and insulin history is as follows: time: 7:08, bg (mmol/l): 5.4, (mg/dl): 97, cho (g): 78, bolus (u): 5.9. Time: 10:30, bg (mmol): 17.0, (mg/dl): 306, bolus (u): 6.5 (manual injection). He stated the cannula was not inserted into the infusion site and there was a bend in the cannula.

Manufacturer narrative:
The product was not returned for eval. We are unable to confirm the reported bent cannula or to determine it contributed to the reported hyperglycemia. The user also reported the cannula was not inserted into the infusion site. This condition would interrupt insulin delivery and contribute to hyperglycemia if it occurred. Qualification records were reviewed and the product lot met all acceptance criteria.